Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the c arm front cover had come loose and fallen off, which can impact both the patient and the user. Upon troubleshooting, the philips field service engineer (fse) checked the system on-site, and the customer stated that hospital biomed replaced the broken cover to resolve the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm front cover had come loose and fallen off, which can impact both the patient and the user. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.